Event description:
Customer called in to report sensor errors. Customer's blood glucose was 130 mg/dl. At the end of the call customer reported he was having issues with infusion sets as he has called regarding no delivery alarms. It is unclear of which reports customer was talking about. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.